Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. Upon inspection the customers complaint was confirmed. The service center found the adhesive on the distal sheath was chipped. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during reprocessing there was a fluid leak with their ultrasonic gastrovideoscope. Upon inspection and testing of the customer returned device, it was observed the distal probe cap adhesive with deep cuts. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the deep cut on the distal probe cap adhesive could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.